Event description:
It was reported that after spinal surgery and a few days in the post-op, the pt was sent to the general ward with the triple lumen catheter in place. In 2002, the pt was found in a lying position facing the foot of the bed, with the catheter severed between the juncture hub and the catheter clamp. The distal end of the catheter remained in situ. The pt had expired. It is suspected that the pt suffered an air embolus. It appears that pt movement caused the catheter to break.